Event description:
It was reported that the surgeon wanted to use two ar-2267 buttons for a pec repair. The rep opened two separate ar-2267. The buttons were originally on the inserters when opened but when began putting suture threw they fell off and would not reload onto the inserter. Ar-2269 was opened and used to complete the procedure. The ones in the ar-2269 package had no issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.